Event description:
Reference MFR. Report number: 1627487-2019-04962. Additional information received that patient underwent surgical intervention where in the leads were explanted and replaced. Issue resolved post op. Effective therapy restored.

Event description:
Reference MFR. Report number: 1627487-2019-04962.

Manufacturer narrative:
Concomitant medical product: model 3186, scs lead. Therapy date unknown. Investigation results will be provided in the final report.

Event description:
Reference MFR. Report number: 1627487-2019-04962. It was reported that patient had low impedances on multiple contacts of the lead. Patient experienced ineffective stimulation. As a result, surgical intervention is pending to address the issue.